Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected rewind anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a rewinding anomaly. The blood glucose level's were not provided at the time of the incident. The customer reported that the insulin pump alarmed for rewinding even after they had re-winded the pump several times. Troubleshooting was not provided. The insulin pump will not return for analysis.